Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that while trying to restart the central nurse's station (cns) to attempt to clear a background alarm, the cns application would not load. They were getting a "real time interface" error message. By the time technical support (ts) returned the call, the customer had rebooted the unit for the second time, which resolved the issue. No patient harm was reported. Investigation summary: the customer called to report that after the second reboot, the cns application loaded normally. No further issues were reported. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. If a program starts up after rebooting the system without making any changes, it suggests there might have been temporary issues or conflicts preventing the program from loading during the previous startup. A few possible reasons are, system resources: sometimes, when a computer starts up, there may be high resource usage or conflicts between processes that can impact the program's ability to load. Timing or sequencing: certain programs may depend on specific services or processes that need to start up first before they can successfully load. If there was a timing issue during the previous startup, it could have caused the program to fail to load. Transient errors: there could have been transient errors or glitches during the previous startup that prevented the program from loading properly. Background processes: other background processes running during startup may have been causing conflicts or resource constraints that prevented the program from loading. System updates: if the system recently installed updates, it's possible that the updates required a reboot to finalize changes. In all the above possible causes, restarting the system may resolve any temporary issues or conflicts. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/10/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back stating he did not know the requested information.

Event description:
The biomedical engineer (bme) reported that while trying to restart the central nurse's station (cns) to attempt to clear a background alarm, the cns application would not load. They were getting a "real time interface" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had an alarm in the background that was not turning off on the central nurse's station (cns). They restarted it, and the alarm was gone; but it would not load the cns application. They have real time interface error. The cns takes care of 20 rooms. By the time nihon kohden technical support (tech support) called, the customer had rebooted the unit for the second time and had the cns application up and running. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they had an alarm in the background that was not turning off on the central nurse's station (cns). They restarted it, and the alarm was gone; but it would not load the cns application. They have real time interface error. The cns takes care of 20 rooms. By the time nihon kohden technical support (tech support) called, the customer had rebooted the unit for the second time and had the cns application up and running. No patient harm was reported.